Manufacturer narrative:
Additional information: h6 and h10. H10: the actual device was not received for evaluation; however, a photograph and a video of the sample was provided. The visual inspection of the provided video allowed to confirm that the effluent bag was leaking. The reported condition was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately one hour into treatment with a prismaflex m150 set c, the effluent bag was found broken resulting to an external fluid leak. There was no patient injury or medical intervention associated with this event. No additional information is available.